Manufacturer narrative:
Eval summary: as received, the ipg is missing the bottom septum. Functional testing of the ipg found no anomalies. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The ipg was returned to the MFR after the septum came out during an implant attempt. The device subsequently tested out of spec during MFR's analysis. No pt complications have been reported.